Event description:
Per the clinic, the patient experienced an electrode extrusion into the external auditory canal. There are no plans to perform a revision surgery on the patient due to anatomical difficulty since the patient is still benefitting from device use. The implanted device remains.